Manufacturer narrative:
H6: investigation summary: two photos were provided to our quality team for investigation. Upon examination of the returned photo, it was observed that barrel damaged from the tip area of syringe and a small nick also observed on the edge of the flange. Potential root cause for the syringe damaged defect is associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) and corrective actions determination could not be performed.

Event description:
It was reported while using an unspecified bd syringe the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the doctor removed the syringe from the package and attempted to draw up cortizone. When the cortizone did not enter the syringe he noticed it was damaged.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd syringe the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the doctor removed the syringe from the package and attempted to draw up cortizone. When the cortizone did not enter the syringe he noticed it was damaged.